Event description:
A user facility reported that an intraocular lens (iol) was defective. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/05/2009. A completed questionnaire was received 03/03/2009.